Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that insulin was leaking in the reservoir compartment, and her glucose level was running high. The customer blood glucose was 418 mg/dl at time of call. No further information was provided.